Manufacturer narrative:
(B)(4). Corrected data: upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) alarm that appeared on the homechoice (hc) unit. The home patient (hp) stated she had already cleared the alarm and disconnected from the hc. The technical service representative (tsr) explained the alarm and possible causes. The patient would finish with manuals. At the time of the alarm, the patient was connected, no patient extension lines were in use, and the cause of the alarm was unknown. Proper procedures per the user manual were reviewed the caller. No patient injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was unknown and no defects were seen with the supplies. The device was discarded, no companion sample was available and the lot number was unknown. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was damaged during use. As the tissue pad was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. Did the tissue pad fall into the patient? No. The doctor stopped using the device before the tissue pad fell off. Was x-ray used to locate? No information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.